Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ insulin pen needle had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd ultra fine¿ insulin pen needle had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineers were able to observe the reported failure mode in the sample provided, a pale yellow gel was noted ear the paddle hub, the gel was dried and could not be dislodged. Pull testing on the device determined that the separation of the cannula and paddle hub was normal and within product specifications. The batch record was reviewed, no related abnormalities were found. Additionally, a sample and photograph were received for the purpose of our investigation. Mfg date of this lot is jan. 2018. Qty is 136k in auto-line2. Investigation conclusion: the root cause is most likely liberal application of the adhesive used to affix the cannula to the paddle hub, stemming from small variances in the manufacturing process. However, after the glue is dried by uv curing, the glue will not move, and will not contact the fluid path of the product, and it has no impact on product effectiveness or safety. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd ultra fine¿ insulin pen needle had foreign matter. There was no report of exposure, serious injury or medical intervention.